Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that up button was harder to press and has to press multiple times to work. Customer¿s blood glucose was unknown. Customer stated that insulin pump failed in prime process and it kept pumping insulin in. Customer also stated that insulin was sprayed out. Insulin pump will be returned for analysis.